Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot#: unknown, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (1000 mcg/ml at 366 mcg/day) and morphine (3 mg/ml at 1.096 mg/day) via an implantable pump for an unknown indication for use. It was reported the hcp performed a refill procedure on (B)(6) 2019. The hcp reported they found 3 ml of drug inside the reservoir according to the info also reported on the clinician programmer. The concentration and dose of drugs were the same, and no therapy changes were performed. The hcp updated the pump and the patient went home. After 2 hours the patient started to have tremors and rigidity of legs and arms. On (B)(6) 2019 the patient went to the hospital and the hcp checked the pump logs and no errors were observed. The settings were checked and they were okay. The hcp performed the refill procedure again and the patient would be monitored. Catheter patency would be checked via a catheter contrast study on (B)(6) 2019. The issue was not resolved. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. Further complications were not reported. Additional information was received. Regarding the catheter contrast study, the physician tried to draw the catheter from the catheter access port (cap) in order to verify the catheter patency, but found mechanical resistance. They then detached the catheter from the pump and tried again, but with no success. At this point, they first tried to draw from the proximal catheter, then the distal part, but in both cases they encountered mechanical resistance. They then decided to replace the catheter. It was stated the catheter did not manifest occlusion at visual inspection. It was reported a volume discrepancy was not observed when the patient went back to the hospital on (B)(6) 2019. The cause of the patient symptoms was stated to be catheter patency. The model of catheter was reported to be "873." It was unknown if the patient symptoms resolved. Additional information was received. It was stated the catheter model was 8731. The catheter would not be returned for analysis, as during the procedure the physician cut the catheter and decided to discard it. It was stated the patient was fine.